Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed in multiple locations. The inner insulation was "abrded" through approximately six centimeters from the distal tip of the lead. The damage was most likely due to movement/interaction between the inner and outer coils. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition. Additionally, sensing was intermittent and threshold measurements were elevated. A revision procedure was performed and the lead was removed from service and replaced. An x-ray did not show any lead damage. No additional adverse patient effects were reported.